Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4). The following tests were completed for 10 reference samples of lot 6005147. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints, version 10. 10 reference samples meet the criteria of minimum 50ml/minute. Trending: a query was run in database on 18-mar-2025 against malfunction code 7 soft cannula found kinked upon removal from infusion site and lot 6005147 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. Customer reports that the inset is kinked and the plaster smells of insulin. He noticed it early. No increase in blood glucose. No replacement necessary. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.